Event description:
(B)(6) 2009, I had a total tm joint device implanted on my left-side. I also discovered dr (B)(6) put in a mitek anchor in my right jaw even though I had no problems on the right joint. I now have "bony lysis" which is bone loss on that side with the anchor and lots of popping, crunching, jerking of my jaw up and down side to side. It's freaky looking and feeling. Prior to surgery that right mitek side was "unremarkable" and "healthy". Now it is it "degenerated and deformed."